Event description:
It was reported that the customer had low blood glucose of 46mg/dl, which she treated with juice, without receiving an alert from her insulin pump. Her blood glucose was 132mg/dl at the time of reporting. The customer was educated on best sensor calibration practices. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.